Event description:
4.5mm medical distal tibia plate 8 holes/161mm-right implanted about in 2004 broke in pt and was explanted.

Event description:
Patient was reportedly non-complaint, patient went to non-union. Surgeon reported that plate break was not device related.